Manufacturer narrative:
The sample is collected in plastic greiner serum tubes with a gel separator and centrifuged for 5 minutes at <5000 rpm in a swinging bucket centrifuge. On (B)(6) 2010 routine system check was performed which passed within instrument specification. The sample was sent to customer product line support (cpls) for testing. Results are not available. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report multiple erroneously low progesterone result generated by (B)(4) access chemistry analyzer. The sample was repeated on another unit and two alternate methodologies. The other unit produced a similar result. The alternate methodology generated results in a different clinical range. The sample was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment associated with this event.